Manufacturer narrative:
The acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The temporary short circuit on the supercap led to a voltage drop, while measuring the motor voltage, the pump triggered the e7155 correctly. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e7 (electronic error). The patient replaced the battery in the device and it then displayed e8 (power interrupt). The patient confirmed the error and the device functioned normally. One hour later the patient's blood glucose level was elevated to 195 mg/dl. The patient programmed a bolus for two slices of bread. At 1:00pm the patient's blood glucose level was 472 mg/dl. The patient then corrected the elevated blood glucose level via insulin injection. The patient thinks the infusion device does not deliver enough insulin. The patient also stated that the batteries in the device were only lasting for two days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.